Event description:
While using my resmed air mini during sleep the device expelled debris into my mouth. I ended up consuming the debris before I could expel the matter from my mouth due to the need to take my next breath and not being able to demask before taking that breath. The debris tasted similar to the foam insulation that I have previously ingested from a phillips dream station. My belief is that I ingested some type of device insulation. The airmini, hose, and mask have no physical damage. Was also suffering kidney discomfort for the previous several weeks of airmini use which is now beginning to dissipate somewhat. Airmini is approximately one year old. The device serial number is (B)(4). Date of incident night of 8 march. FDA safety report ID# (B)(4).